Event description:
Ans received a report on 10/21/2009, that a patient implanted with a scs system no longer received adequate stimulation. The percutaneous lead was explanted on (B) (6) 2009 and patient was reimplanted with a percutaneous lead.

Manufacturer narrative:
Results: the lead was kinked approximately 19.5 cm from the stimulation end and wire fractures were observed at the location of the kink. Conclusion: inadequate stimulation was confirmed. Severe overstressing of the lead caused wire fatigue and breakage. The fractures in the lead wires indicated extreme stress beyond the wires' limits. The source of the stress could not be determined. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.